Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information obtained is limited to the article. There is no discussion within the article, or indication of the device being directly or indirectly related to any reported postoperative patient outcome. Seroma, hematoma, infection and pain are known inherent risks of surgery/use of the device and are identified in the instructions-for-use, supplied with the device as possible complications. Regarding infection the warning section states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-apr-2021) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: one-year experience of robotic transabdominal preperitoneal approach in a single institute: 2 different surgeons with different levels of experience. The aim of the study is to share our initial experience with robotic inguinal hernia repair. This retrospective single-center study describes, 35 patients underwent robotic inguinal hernia repairs by 2 different surgeons from april 2021 to april 2022. The patients were implanted with 3dmax mesh with sutures and few patients fixed with capsure fixation device. The postoperative complications reported in 8 patients: seroma (3), hematoma (1), superficial surgical site infection (1), and 3 with persistent pain at the operation site and the pain was resolved with pain medication within 1 month. The article suggests that the robotic approach for transabdominal preperitoneal hernia repair was completed without any significant intraoperative or postoperative complications. It may be a viable option as a minimally invasive technique. Cost-effectiveness, optimal procedural steps, and indications for the robotic approach remain to be further investigated.